Manufacturer narrative:
(B)(4) this complaint for an iipv-adult (high drain 101) was confirmed; however, no root cause could be determined. This issue is being investigated through CAPA.

Event description:
A customer contacted baxter's technical service center regarding a high drain 101 alarm that appeared on the homechoice (hc) display during use. The home patient (hp) had performed a mid day exchange of 2000ml. The caregiver (cg) reported that the hp received the alarm after finishing therapy. No symptoms were reported. The ultrafiltration (uf) for cycle 1 was 2106 ml. The technical service representative (tsr) advised the cg to contact the nurse. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample was not returned to baxter, therefore no evaluation or batch review could be performed. A follow-up report will be filed should additional information become available.